Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151700.

Event description:
Voluntary medwatch received states the abbott lead was explanted due than unknown performance issue. The patient's condition was unknown.